Event description:
An ophthalmic surgeon reported that the cutter attachment blew out at the connection during a vitreo-retinal procedure. The plastic holding pieces on the machine had broken. Following an hour delay, the procedure was completed with an alternate unit with no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).